Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed by our quality engineer team for provided lot number (B)(4). The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. No CAPA ¿ based on an evaluation of severity and frequency it was determined that no corrective action is required at this time; also the root cause was not identified, therefore, corrective and preventive actions were not implemented.

Event description:
It was reported that 15 bd q-syte¿ extension set micro bores leaked blood during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the nurse in the department repeatedly found that there was leakage of blood at the extension tube joint or the small clamp of the needle free infusion joint "